Event description:
It was reported that the customer had a button error alarm on the insulin pump when she was trying to deliver a meal bolus. Customer's blood glucose level was 249 mg/dl. Customer stated that when she went to push the button to calculate how much insulin she needed to take, the numbers started ramping. Then, the customer received a button error. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted. No ramping numbers anomaly noted. The insulin pump was received with cracked case at display window corner, cracked reservoir tube lip and cracked liquid crystal display window.